Event description:
Caller reported a minimum fill notification and declined to provide blood glucose level at the time of the event. There was no adverse impact to the customer's blood glucose level. Customer initially attempted to reload the original cartridge, but this did not resolve the issue. Technical support guided the customer through the process of filling and loading a new cartridge onto the pump, which successfully resolved the problem, allowing the customer to resume insulin administration.